Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reportedthat the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter is abnormal. The following was received by the initial reporter: the tip of the catheter is abnormal.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter is abnormal. The following was received by the initial reporter: the tip of the catheter is abnormal.